Event description:
It was reported that during an endovascular aortic repair intervention, guidewire damage occurred. An evar (endovascular aortic repair) procedure was performed using back up meier guidewire when placing an abdominal aortic aneurysms (aaa) non bsc graft. Two back up meier guidewires was used and when withdrawing one of them some resistance was felt. Therefore, nurse checked the wire when withdrawn and saw that the coating was partly scratched/peeled off from the wire almost half of the wire length was in this condition.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).